Manufacturer narrative:
The treatment data files related to this incident were not available. Upon inspection, where a gambro technician was present, the replacement scale was found to be out of calibration. After recalibration a simulated treatment was performed to ensure the accuracy of the scale. Due too insufficient data, it is not possible to determine the amount of the inaccuracy. According to hosp staff, therapy was re-started on a different prismaflex machine. No blood loss or any other clinical consequences for the pt was reported as a result of the reported event, nor did the pt require any medical intervention.

Event description:
The customer reported that the machine had incorrect weight removal during treatment. The pt was switched to another prismaflex machine. The patient did not sustain any injury and no medical intervention was required.